Event description:
The reporter stated that the surgeon was inserting competitor's lens using a msi-tm injector, and the injector tore the middle of the plate haptic on the lens. The lens was removed and replaced with another lens with no pt injury.

Manufacturer narrative:
Evaluation: a work order search was performed for the injector for similar complaints and there were two similar complaints within the search. A work order search was performed for the cartridge lot number for similar complaints and there were similar complaints within the search.